Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a revision occurred on (B)(6) 2016 and since (B)(6) 2016 the patient had symptoms of pain, heat at the implantable neurostimulator (ins) site, and fever. On (B)(6) 2016, the patient was told they had h. Pylori bacteria in their stomach. The patient had a bacterial infection. The patient was upset that their health care provider (hcp) didn't take out the lead and ins and replace them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.